Event description:
The ge oec 9800 fluoroscopy system reportedly had intermittent occurences where the monitor would go blank.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. All the pcbs were re-seated and the voltages were verified to prevent a recurrence of the issue. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.